Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven and a half (7.5) years post initial procedure, the patient presented emergently with a type iiia and iiib endoleaks. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant aui and performing a femoral-femoral bypass. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information: a clinical assessment determined that there was evidence to reasonably suggest a right iliac occlusion.

Manufacturer narrative:
The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. At the completion of the clinical assessment, the type iiib endoleak of the proximal extension event, a type iiia endoleak of the aortic components and the type iiia endoleak of the right common iliac artery are all confirmed. The clinical assessment determined that there was evidence to reasonably suggest a right iliac occlusion. Type iiib endoleak is a most likely device related due to the use of strata material. The type iiia endoleak of the right common iliac artery is most likely user related due to the off-label product use; concomitant use of non endologix products, as well as off label diameter of 42mm (should be 10-23mm). The type iiia endoleak of the proximal extension and the bifurcated stent graft is most likely user and anatomy related due to the tortuous aortic anatomy and placement of the bifurcated stent graft, superior stent margin at the aortic angulation with poor stent wall apposition. The right iliac occlusion is most likely due to the type iiia endoleak of the right iliac components. The final patient status was reported to be doing well following a secondary endovascular procedure with a femoral-femoral bypass. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven and a half (7.5) years post initial procedure, the patient presented emergently with a type iiia and iiib endoleaks. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant aui and performing a femoral-femoral bypass. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.